Manufacturer narrative:
As of today the investigation is still in process and a follow up will be submitted as needed.

Event description:
It was reported that there was an artifact on the detector of a selenia system. This was seen on artifact evaluation, after a biopsy procedure. As reported, it is suspected that the needle did possibly hit the detector. Radiographer confirmed that patient was okay and there was no patient or user injury related to this event.

Event description:
A field engineer was dispatched to the site and additional information from the customer noted that the needle did not hit the detector during a patient procedure. "A doctor managed to scratch the detector cover with a needle before the patient was in the room. So yes it was user error." The system was working as intended.